Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the emergency room (ER) was diagnosed with an infection. The pod was worn between 24 and 36 hours on the abdomen. The patient was treated with 160 mg tablets of bactrim to be taken 2 tablets a day for 10 days. The patient was also given fluids. The patient had high ketones. The patient's blood glucose (bg) values at the time reached over 600 mg/dl.